Manufacturer narrative:
Device is an instrument and is not implanted or explanted. (B)(6). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Additional manufacturing dates include: december 3, 2014. Device history record review: november 3, 2014 (B)(4) and december 3, 2014 (B)(4) a non-conformance report (ncr) was written for part 03.010.40 / lot u208643 for (B)(4) parts not accepting the go-thread gage. (B)(4) parts were returned to supplier for rework and only the (B)(4) conforming parts were accepted and were released to warehouse on november 3, 2014. The supplier reworked the (B)(4) parts; they passed synthes final inspection and were released to warehouse on december 3, 2014. This ncr for thread features is possibly related to this complaint ¿ confirmation of relevance to complaint condition cannot be determined until the product is returned for investigation. Review of the device history record(s) showed that there are potential issues during the manufacture of this product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a connection screw could not be separated from an insertion handle during a surgical procedure on (B)(6) 2015. Per the reporter, several attempts were made with all of the appropriate instruments, but the devices could not be separated from one another. It was necessary for the surgeon to remove the nail and replace it with another. The procedure was prolonged by sixty (60) minutes or more. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device. The threads of the connecting screw show some wear marks at the flanks. The subject device was returned along with the complained nail and insertion handle. A functional test of the received articles showed that the devices could be mounted together without any problems. The complaint issue could not be replicated. Unfortunately without more information or x-rays we are not able to determine the root cause which has led to this complaint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.